Event description:
A physician reported a pt who was treated the week of 13 july 1998; exact date not recalled. During the treatment, the adg needle "popped off" and some of the collagen material leaked onto the pt and the physician. The needle fell down the blouse of the pt, but there was no injury to the pt or physician. No medical or surgical intervention was required.